Manufacturer narrative:
Explanation: there was no death or serious injury associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (b(4) was returned to the distributor and found to be fully functional. The electrode belt sn (B)(4) has not yet been returned for evaluation. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient experienced an inappropriate defibrillation event consisting of eight inappropriate shocks and one appropriate shock. The patient was reportedly not fully conscious at the time of the event. Non-sustained ventricular tachycardia (nsvt) contributed to the false detection. The response buttons were pressed earlier in the detection sequence, but not immediately prior to shock delivery. The response buttons functioned appropriately. The patient went to the hospital after the event and has ended use of the lifevest to receive an ICD. There was no death or device malfunction associated with the inappropriate defibrillation event.